Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device fell on the floor and after that the device did not work correctly. Pt reported receiving elevated blood glucose levels and the infusion device showed no error. Pt stated the infusion device delivered inaccurately. Pt reported changing the infusion set; no further problems. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.